Event description:
End user advised when turning off, green lights stays on with battery needle bouncing. End user advised when trying to turn back on it will not come back on, no injury, end user could not provide any further information.